Manufacturer narrative:
Hologic field applications specialist (fas) visited site and had a discussion with the customer regarding sars and the discrepancies observed across the different sars testing platforms the lab is using. Customer agreed on all topics covered during the conversation with the fas and was confident that he can explain to the physicians why these discrepancies can occur. No further issues were reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one discrepant sars-cov-2 tma sample run on panther instrument sn (B)(4). The sample was initially positive, then retested on a cepheid platform twice in which both results were negative. The hospital then questioned the result. Customer did not upload logs, worklists, or sample ids for review. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.